Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was found exposed and visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract causing a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract and formed needle as a result of improper installation. The distal tip of the soft cannula was also found damaged and torn, although, it cannot be determined when or how this damage occurred. This damage prevented fluid from exiting as intended. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not retract as intended. This indicates a needle mechanism failure. The pod was worn longer than 48 hours.